Manufacturer narrative:
The device is currently held by the coroner. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.